Manufacturer narrative:
No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 417 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was leaking insulin. Symptoms reported include vomiting, feeling light headed and nausea. The patient was treated with 2 bags of IV (intravenous) fluids, and also 6 units of insulin through the IV. The patient was released the same day. The pod was worn when seeking medical attention.